Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 99 mg/dl and 141 mg/dl on the reported meter and the readings of 131 mg/dl and 165 mg/dl on another meter within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention. As the test results fell outside expected values for meter-to-meter accuracy testing this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.